Event description:
It was reported that the ilet user experienced hyperglycemia with a blood glucose of 346 mg/dl about ninety minutes after breakfast and asked how long it would take to come down; the agent advised waiting thirty minutes to assess for a downward trend and planned a follow-up call. Symptoms included elevated blood glucose. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included customer troubleshooting and education regarding high glucose management. Investigation of this case revealed no device malfunction reported and no component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.